Manufacturer narrative:
The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunction or performance deviations were present.

Event description:
Pt was treated with a reusable mea applicator. The pt returned the mea with complaint of flank pain, hematuria, and subsequent rectal bleeding. Investigations concluded symptoms related to ischemic colitis, unrelated to mea procedure.